Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4) .

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to an unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) extending up to distal rca with 99% stenosis, and was 50mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre dilatation and placement of 2.50x20 mm and 3.00x38mm promus element ¿ long study stents with 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with coronary disease and was hospitalized on the same day. Three days later coronary angiography was performed which revealed 99% mid restenosis in previously placed study device in rca. On the same day, the 99% restenosis in mid rca was treated with percutaneous coronary intervention with 0% residual stenosis and the event was considered to be recovered/resolved. Seven days post procedure, the patent was discharged.